Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the single-use holmium laser fiber stopped working after approximately 5 minutes of lasering the stone, and that the aiming beam disappeared. It was also found that the cladding was scraped and cut approximately 12cm from the distal tip, exposing the fiber. The case was completed with another fiber, and there were no injuries or additional procedures reported.